Event description:
Reporter indicated that patient could sometime talk and at other times could not due to hoarseness following implant surgery. It was reported that the pt was seen by implanting surgeon approximately one week post-operatively and that surgeon indicated at that time that the patient's voice should get better over time. Stimulation had not yet been initiated. The pt was seen by neurologist for initiation of stimulation approximately 6 weeks post-implant. The pt has reportedly noticed no improvement in their voice and it was reported that the event did not worsen with initiation of stimulation. Further follow-up revealed that treating neurologist plans no intervention at this time. The pt has not been diagnosed with vocal cord paralysis. Neurologist indicated that they believed the event to be related to the implant surgery and that neurologist plans to monitor the patient for improvement.